Manufacturer narrative:
The customer reported receiving low illumination from the system. The company service representative examined the system and was able to replicate the reported event. The company service representative reseated the xenon lamp and cleaned the ports of the tabletop illuminator module. The system was then tested and met all product specifications. The system was manufactured on january 26, 2012. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause can be attributed to debris inside the ports of the illuminator module. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with poor or no illumination during the surgery. The surgery was completed. There was no patient harm.